Event description:
Customer's mother reported customer received a reading of 396 mg/dl on their freestyle flash blood glucose monitor and treated customer with novalog and lantis insulin. Customer's mother reported customer experienced symptoms of hypoglycemia afterward. Customer's mother reported retesting customer's blood glucose and received a reading of 46 mg/dl and treated customer with glucagon and food, based on customer's reading. The results when plotted on a parkes error grid fell into the "c" zone, which makes the difference in values to be clinically significant. There was no report of death or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up will be filed once investigation results are available. It should be noted: the customer's mother gave customer insulin between the readings, which will alter the results.